Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an avnrt with junctional ablation procedure, air was aspirated. After the sheath was inserted into the right atrium and before catheter insertion, aspiration was performed through the sheath¿s side port to remove air. However, air continued to be aspirated without stopping. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient.